Event description:
Caller reported e-8 error appeared the 28th of december, user was not able to confirm the error with the spirit insulin pump buttons. No adverse event reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) law doesn't allow product return